Manufacturer narrative:
Concomitant product: 5071-53 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that occasional oversensing during the patient's ventricular fibrillation (vf) episode was noted on a remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.